Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis could be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. The manufacturer internal reference number is: (B)(4).

Event description:
A physician report that the during phacoemulsification, viscoelastic material was turned into white and corneal wound burns occurred. The patient underwent corneal suture on the next day due to leakage. The patient have been resolving from the event.